Event description:
Legal counsel reported patient underwent a right total hip arthroplasty on (B)(6) 2005. Legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, discomfort, dysfunction, soreness, loss of mobility and range of motion, and elevated metal ion levels. Subsequently, patient was revised on (B)(6) 2008. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.